Manufacturer narrative:
(B)(4). The previous repair report for this duo fluid cart with smoke evacuator was reviewed and noted no related non-conformances, requests for deviation (rfd) or any other issues with the repair. The previous repair report review found no issues with the device after repair and all verifications, inspections and tests were successfully completed. The device was noted to have been previously repaired once, the previous repair being for replacement of main board on 27 sep 2017. The main board is not associated with the current repair. Thus, this repair was a non-related issue. The reported event was confirmed by the service technician who performed the repair. On 08 nov 2017, (B)(6) medical center was contacted about the cart and dispatched a service technician to be at the site. The technician arrived at the site on (B)(6) 2017 and found that the cart was not functioning properly, loss of suction. The technician replaced the carbon filter and then verified that the cart was functioning as intended. The technician then returned the cart to service without further incident. The device was tested, inspected, and repaired. The root cause of the cart issuing vacuum sensor error was due to a carbon filter malfunction. The reported event was confirmed during inspection of the device and the device was noted to be functioning as intended after the carbon filter was replaced. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
It was reported that the unit failed in giving a vacuum seal error prior to surgery. The unit was reported to be giving off a burning smell. An alternate device was retrieved for use without delay. No adverse events have been reported as a result of this malfunction.